Event description:
The pt reportedly developed an infection at the implant site. The pt has had an issue of autoinflation at the implant site. The pt's device was explanted. Once more info becomes available, a supplemental report will be submitted.